Event description:
Clinic reported excessive weight removal during second shift treatment. Pt complained of cramping and displayed a drop in blood pressure. Pt was stabilized and has since completed treatment without incident. Machine evaluation revealed a loose hydraulic connection at the outlet dialysate pressure transducer but displayed "air separator low" and "dialysate pressure low alarms". The clinic states no alarms were present during the reported treatment.